Manufacturer narrative:
Upon review of the result files for the negative reactions, cell 2, which is positive for the e antigen, visually appeared positive. Customers were advised to visually inspect all negative antibody screen and ID results on the echo. This issue was communicated to customers in technical communication (B)(4) on november 25, 2009.

Event description:
Customer reported an unexpected negative result when testing a patient sample with the capture-r ready screen (crrs) assay on the echo instrument.